Manufacturer narrative:
The returned device was evaluated and there were multiple unsuccessful attempts were made to download data from the pod. Download attempts both failed for the unopened and opened pod states. It was not until the printed circuit board (pcb) was detached and powered externally that a connection with the master omnipod personal diabetes manager (pdm) could be established and the data downloaded. An alarm was noted within the download data warning about a processor reset for unknown reason issue. It could not be determine when or why this alarm was triggered. The download data showed no pulse data, and did not go through activation. Sequence number changed from unavailable to (B)(4). Unique identifier (UDI) # changed from (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported that her daughter had to be hospitalized for hyperglycemia with ketones present. There was no blood glucose levels provided. The patient is currently fine, no further information was provided on the event. The patient's mother stated that there were two pods involved in this event. Please reference (B)(4).